Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: a review of the black box showed evidence of power on reset events and call service 052/054 errors. The pump was unresponsive with both the returned battery cap and a test cap. Upon battery insertion there was no audible tone, no vibration alert, and a blank display. The battery cap was unable to be fully tightened. The battery cap measured within specifications. The battery compartment was cracked from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment. A leak was found at the battery compartment crack. The pump case was removed to find evidence of additional moisture damage inside the pump on the power printed circuit board, battery canister, and other printed circuit board components. The pump was unresponsive due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.